Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer has hospitalized due to diabetic ketoacidosis. The caller was not sure of the blood glucose reading. The customer had experienced nausea and vomiting. The customer was wearing the insulin pump at the time of the event. The insulin pump was removed at the time of admission and the customer was treated with intravenous fluids.